Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of this condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review revealed no previous service events were related to the reported condition.